Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product cna0t3-t9 that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, the lens was unable to be implanted due to plunger tip not progressing the lens in an appropriate manner. Additional information has been requested, however no further information available.

Manufacturer narrative:
The product was returned for analysis, and the reported complaint was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Ophthalmic viscosurgical device (ovd) is observed in the device. The plunger has been advanced almost to the wound guard and is advanced over the intraocular lens (iol); the entire of the optic has been passed by the plunger. The iol is advanced into the mid nozzle and is crushed/damaged. We are unable to determine the root cause for the reported complaint "plunger tip not progressing the lens". Plunger override was observed. Plunger override may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).